Event description:
Patient underwent ilasik (B)(6) 2011. At the time of her surgery, she suffered an epithelial slide os (left eye). Epithelial was re-positioned and a bandage contact lens was placed os. Patient seen daily. On (B)(6) 2012, surgeon noted striae and grade 3 dlk (diffuse lamellar keratitis) os. Surgeon elected to lift the flap, irrigate the interface and place a bcl (bandage contact lens) os. Procedure performed without incident. Patient referred back to primary eye care provider after 24 and 48 hour check.

Manufacturer narrative:
Uf/importer report number: (B)(4). Field service specialist visited account after the reported event. He performed scheduled preventive maintenance and aligned and cleaned the optics system. As per report no problem was found. System fully operational.